Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 41 cm (16") pur bifuse clear/yellow add-on set w/microclave®, dry spike adapter, 10 units. It was reported that the device's spike broke when the tubing was pierced in the chemotherapy ¿tree¿. The broken tip was removed from the tubing via kocher pliers as a conservatory measure. This incident occurred upstream, during setup and assembly at the connection between the spike and the ¿tree¿ (before it was connected to the patient). The clinical activities were carried out with a second tubing set. However, there was a ten minute delay in an oxalipatine infusion due to this quality-related device issue. There was no leakage noted, no unprotected chemotherapy exposure, no adverse event/human harm and no blood loss reported.

Manufacturer narrative:
The customer's complaint could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non conformities were found that would have led the reported complaint.